Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had air bubbles in the reservoir. Customer's blood glucose level was 265 mg/dl. Customer stated that the air bubbles were the size of a pen head. Customer stated that the pump was not rewound with a reservoir in place. Customer did not use the fixed prime and the fill cannula was not changed. Customer was unable to clear the air bubbles so she changed her set. The issue was resolved by changing her reservoir and set. No further assistance needed.